Event description:
A caller reported experiencing a cgm error related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing instructions for a pump reset and walking the caller through the process. Following the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.